Manufacturer narrative:
Add'l mdrs associated with this event: MDR 3025141-2014-00012: plate, 3025141-2014-00014: broken metacarpal.

Event description:
Following implantation of a plate and screw in the wrist, the pt's finger started crossing. The surgeon performed revision surgery with the goal to reposition the plate. However, the plate and screws had to be removed and replaced with a different plate and screws.